Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: returned product consisted of a sterling balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. The balloon, markerbands, proximal bond and tip were microscopically examined. Functional testing with an inflation device filled with water was used to inflate the balloon to the rated burst pressure and revealed a pinhole in the balloon material over the proximal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material, markerband and proximal bond that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 01-may-2017. It was reported that balloon inflation failure occurred. The target lesion was located in a vein. A 4.0mmx20mmx80cm (4f) sterling¿ balloon catheter was advanced for post dilation. However, during first inflation, the pressure did not increase and balloon did not inflate. Subsequently, it was noticed that blood entered inside the indeflator. The device was completely removed from the patient's body and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported. However, returned device analysis revealed balloon pinhole.